Event description:
During analysis, review of device memory revealed what appeared to be the true implant date, which was prior to the ubd.

Event description:
The device was returned to the manufacturer with no information as to the reason for replacement. Upon receipt it was noted that the device had apparently been implanted after the ubd (use before date). Follow-up has been initiated to clarify the nature of any performance issues. If any additional performance information is received, it will be submitted via a supplemental report. No patient complications have been reported as a result of this event.

Manufacturer narrative:
We are redacting this report, as product analysis confirmed that the implant date was prior to the ubd (use by date), and hence there was no actual complaint. Evaluation summary: analysis was performed and no anomalies were found.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 5092-52 lead implanted: (B)(6) 2011. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.